Event description:
It was reported that at the user facility, the device was determined to be overheating. No patient impact, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event. Attempts are being made to obtain additional details.

Manufacturer narrative:
The failure analysis engineer was unable to duplicate the reported overheating, but did confirm that the device had a damaged rotor bearings.

Event description:
It was reported that at the user facility, the device was determined to be overheating. No patient impact, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event. Attempts are being made to obtain additional details.